Event description:
My husband, (B)(6), had been using CPAP (continuous positive airway pressure) machines for 20 years religiously because of sleep apnea. In (B)(6) of 2020 he was diagnosed with a thymoma carcinoma. At that time his doctor requested he get the newest available CPAP machine before surgery on (B)(6) 2021. He picked up his phillips dreamstation resperonics with all the extras on (B)(6) 2020 and began using it. Averaging 14 hours a day, every day. We proceeded with his surgery, for thymoma carcinoma, on (B)(6) 2021. He was deemed 100 percent cancer free. They got it all. Cancer does not run in his family. He continued using the dreamstation, after surgery. He began getting sicker and sicker. Experiencing dizziness, fatigue, trouble breathing, falling, acute kidney failure, dialysis for a short time which resulted in worse symptoms instead of better. He had no specialists, prior to dreamstation. He had pulmonologists, oncologists, ear nose throat, nephrologist, cardiologist etc., after beginning dreamstation. I was working with all of them on weekly basis to try to figure out what was happening. They were all stumped. My husband passed unexpectedly, on the morning of (B)(6) 2022 with his mask of the dreamstation on him. The pain and suffering I and my children have had to experience up to this point almost took my life due to malnutrition after losing my husband of 34 years of marriage. I never got a recall notice for this machine.